Event description:
When cpg shut down the laser continued to fire and pt required two stitches on the lip.

Manufacturer narrative:
H.6 - exact cause cannot be determined. The most probable cause of incident is that the user did not follow instructions to "preview the pattern" which would have indicated that the laser was not in the "cpg" mode prior to firing the laser. The evaluation of the laser indicated it was within specification.